Event description:
.

Manufacturer narrative:
As the product in question was discarded at the user facility and not has been returned for investigation, scandimed cannot identify the reason for misfiring the device, therefore, scandimed can only guess the reasons for misfiring. The most common reasons are: wrong assembling of the device. Not finishing the turn of the handle to complete stop. Not sufficient suction of the varix into the band barrel. Scandimed would also question if band ligation was the right choice of treatment for this particular pt, as you are strongly manipulating a varix, which is obviously very close to burst. A total devices with lot no 51655 has been distributed, and scandimed has not received any more incidents regarding this specific lot no so far. Scandimed has sold several thousands of the said product over the last 12 months without reported incidents. However, we will keep a close eye on the situation and will initiate all necessary actions required to avoid similar incidents.